Event description:
It was reported that the patient implanted with heartware pump on (B)(6)2015. Patient admitted on (B)(6) 2016 with elevated pump flows and powers, hematuria, elevated ldh and plasma free hgb, likely pump thrombus. The decision was made to proceed with pump replacement due to ldh continuing to rise, gross hematuria, and elevated flows. Pump was replaced on (B)(6) 2016. Pump was sent to heartware for analysis.